Event description:
It was reported that the ilet pump¿s display was damaged, with an internal crack in the top-left corner and no external crack visible, while the pump remained functional; a replacement device was shipped and the user was instructed on return, data sync, shutdown, and re-start procedures, and to continue using dexcom g6/g7 as normal. No clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. Customer care provided support that included logistical review of shipment and delivery confirmation and collection of return for evaluation. Investigation of this case revealed a screen/display integrity issue consistent with internal display damage without external enclosure breach, with no impact to pumping function. It was concluded, based on previously established findings for similar reports, that the cause was component damage to the display assembly of uncertain origin, not related to device software or infusion performance.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.